Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-27, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for spinal pain. It was reported the patient was having spinal fusion and during the procedure, the catheter was nicked (damaged catheter). After the fusion was completed, the surgeon removed damaged section and connected the remaining catheter together with a 8785 catheter. The issue was resolved at the time of this report. The patient's status was alive - no injury.